Event description:
It was reported that the device was being used to push coils through the microcatheter into the arteriovenous fistula. Two coils had been successfully deployed and while pushing a third coil the device broke, approximately 30-40cm of the proximal section that was outside the patient. The physician stated that no resistance was encountered and no high force applied. The procedure was completed with a second device and there was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. From the information provided there is no indication that there was any device misuse that contributed to the reported event. Based on the investigation the exact cause of the break can not be determined but from the information provided, the most likely cause is operational context.

Event description:
It was reported that the device was being used to push coils through the microcatheter into the arteriovenous fistula. Two coils had been successfully deployed and while pushing a third coil the device broke, approximately 30-40cm of the proximal section that was outside the patient. The physician stated that no resistance was encountered and no high force applied. The procedure was completed with a second device and there was no clinical consequence to the patient.